Event description:
During biopsy at 100cm into transverse colon loop cautery was introduced to cauterize polyp. During this the wire of the loop polypectomy snare broke. There was then a tear in the colon mucosa. Patient needed wedge resection of the transverse colon due to colon perforation. Kimberly-clark has no first hand knowledge of the allegations but is relaying the information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
A follow-up phone call was held with risk manager at hospital. The following additional information was received. "We asked her exactly what happened to the patient that this refers to? She said that her report stated that the frail female patient was getting a colonoscopy done with the intention of doing a biopsy. The colonoscope was at the 100 cm mark in the transverse colon where the polyp was. The physician opened the snare inside the colon; saw that there were cracks in the wire on either side of the tip of the snare. The snare was used to snare the polyp, then to cauterize the site. They also used the device to cauterize several other areas. The physician noticed a partial thickness tear in the mucosa. I am not sure exactly where the tear was. Before leaving the procedure room they noticed distention below the diaphragm. They found air in the abdomen, determined there was a colon perforation, and the patient had a colon resection to repair the perforation. The patient went to ICU post op, and was discharged home from the regular floor a week later."